Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. Additionally, it was reported that undefined alarms occurred. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.